Event description:
It was reported that the patient presented remotely. Review of the transmission revealed loss of capture on the left ventricular lead. Programming changes were made. There were no reported symptoms.